Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there was foreign matter described as a white substance present in 3 packs of tubes. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there was foreign matter described as a white substance present in 3 packs of tubes. There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was observed in two (2) samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.